Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode due to a hardware reset and magnetic resonance imaging (MRI) with in-label use. There was no backup defibrillation function on (bdfo). Programming changes were made to restore normal parameters. The patient was recovering.